Manufacturer narrative:
Upon receipt the lead was found cut 22 cm distal to the is-1 connector pin. A proximal and a 30 cm long distal fragment were returned. An approximately 14 cm long medial fragment was not returned. An explantation aid was still inserted in the distal lead fragment. The performance of the returned fragments was scrutinized, including a visual inspection. The inspection revealed severe signs of wear at several positions of the lead segments. In particular the insulation was found worn through 8 cm proximal to the lead tip and the lead tip as well as parts of the rv shock coil were found covered in calcified tissue. This damage is assumed to be the root cause for the observed oversensing and the reported inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages and the tissue residuals it is assumed, that the lead was significantly ingrown which may have affected the leads motion. Further damages like the from the ring electrode ruptured insulation and the deformed rv shock coil most likely occurred during the extraction procedure due to tensile stress. The analysis of the provided fluoroscopic images gained no further information. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 52 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was explanted.